Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions. Contact did not believe anything was pressing up against the pump to trigger the button alarms. Customer had elevated blood glucose levels (266 mg/dl). Insulin delivery was resumed, and a bolus was delivered to stabilize blood glucose levels. Tandem technical support advised customer to not wear the pump in a belt pouch to prevent button alarms from being triggered.